Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings come off easily [device breakage]. Half of tampons don't have strings attached to them [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon strings come off easily and some don't have strings at all. No injury reported.